Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. Subsequently, the stm performed a pm and tested the unit. The unit passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed a fault error. There was no patient involvement, and no adverse event reported.